Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned cage featured damage to the mouth of the hole. As well as, threads that were stripped in such a manner that the inserter could not hold the cage. A review of the device history record (DHR) was performed. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be determined from the samples and the information provided. A potential root cause is unexpected forces being applied to the side of the cage body during insertion resulting in it being wrenched from the cage inserter, damaging the cage in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar interbody fusion (plif) surgery, while attempting to insert the concorde bullet cage into place, the concorde bayonet inserter broke off/separated from the cage and the cage tore the patient's dura, exposing the nerve root. The sales rep is unsure as to which device caused the event. The difficulty resulted in a fifteen to thirty minute delay to the procedure. The following mfg. Medwatch reports are being filed for the concorde bayonet inserter and the concorde bullet cage: 1526439-2014-12217; 1526439-2014-12218.